Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the barcode reader assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.